Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became unresponsive and stopped all insulin delivery. There was no reported impact to the customers blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.